Event description:
Customer reportedly received results of 540 mg/dl and 134 mg/dl within 10 minutes on the compact plus system. No actions taken based on device result. No adverse event reported. Requested return of suspect device; however, customer has discarded strips. Replacement was sent.